Event description:
It was reported that during use with bd facscanto¿ ii liquid leaked after waste line and was not contained within the instrument. There was no user impact. The following information was provided by the initial reporter: fluid car leak. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) non biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facscanto¿ ii liquid leaked after waste line and was not contained within the instrument. There was no user impact. The following information was provided by the initial reporter: fluid car leak 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) non biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 07mar2021 to date 07mar2022. ¿ complaint trend: there are 24 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 07mar2021 to date 07mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-r33896203389-107153885-21, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn clean filter. The customer had initially reported that the instrument was leaking from the fluid cart and an fse (field service engineer) was sent onsite. The fse diagnosed the instrument and identified that the leakage was from a clean filter (pn 33566307). After replacing the part, the instrument was tested with a fluidics purge and it was confirmed to be functioning as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02363222, case # (B)(4). Install date: 29mar2021. Defective part number: 33566307 - wet cartliquid filter assembly service. Work order notes: o subject / reported: fluid car leak. O problem description: fluid car leak. O work performed: the site is visited, the instrument is diagnosed, the clean leak is identified in the filter, the clean filter p/n 33566307 is replaced, a review is carried out with purging and it works properly. Equipment is working properly. O cause: damaged filter. O solution: clean filter replaced. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: 1. Pump compensates for leaking. O recommended actions: n/a. O initial severity: 9. O initial occurrence: 6. O initial detection: 1. O rpn: 54. O item: 6. Waste. O function: 6.1 contain waste. O potential failure mode: 6.1.1 waste not contained. O potential effect(s) of failure: 6.1.1.1 biohazards. O potential cause(s)/mechanism(s) of failure: 6.1.1.1.1 pressure build-up. O current controls: vent on lid. O recommended actions: 1. Add filter. 2. Pressure sensor for backpressure.. O severity: 9. O occurrence: 2. O detection: 1. O rpn: 18. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn filter. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn filter. The fse confirmed the issue and replaced the clean filter. After the replacement, the instrument was tested with a fluidics purge and was confirmed to be functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.